Event description:
The lay user/pt contacted lifescan in 2005 alleging that his surestep enhanced meter would not power on. The senior medical affairs specialist mailed a letter since the pt could not be reached on october 17, 2005. The pt reported that he last tested two months ago. He attempted to test on an unspecified date and was unable to obtain a result due to the power issue. He described having a headache, experiencing frequent urination, and blurred vision; however, it is unk when the symptoms began in relation to last testing with the reported device. He mentioned that he did not attempt to test while experiencing symptoms. The pt also alleged that his vision was affected, even though he wears eye glasses. He took his oral medication following the attempted use of the meter. No medical attention was sought. There is no indication that the product(s) caused injury or medical intervention, since the pt did not attempt to test while experiencing symptoms and the self-treatment correlated with the symptoms. The customer care agent (cca) verified that the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. The cca walked pt through pressing the power button and the meter would not power on. The meter, test strips, and control solution were replaced.